Event description:
According to the reporter: med tech had difficult time loading needle into endostitch. Then dr. (B)(6) loaded endostitch and used on patient. While in patient, the needle fell out of endostitch. Dr. (B)(6) retrieved the needle and then swapped for new endostitch.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 01/23/2015.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/20/2015.